Manufacturer narrative:
(B)(4). The insulin pump was returned for power error. The power management tool confirmed pump error was triggered when backup battery unloaded voltage was less than 3.7 v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was received with minor scratched lcd window, faded serial number label and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 6mmol/l at time of incident. Customer states that internal power source in the pump is unable to charge and notification light did not immediately stop flashing. Customer advised to monitor the pump and call back if issue occur again. Insulin pump will be return for analysis.